Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing label information. This was discovered before use. The following information was provided by the initial reporter: needle blister packaging has expiry date partially missing on the right hand side. Date should read 2024-06-30 but reads 2024-06-3. All lot/expiry data should be fully visible and legible throughout the life of the pack.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a portion of a strip of 5 safetyglide needles, confirmed to be from batch #9170948 (p/n 305917) cavity 01-05. The last digit of the expiration date was cut off on all of the packages. Slight print drift was observed with cav 01¿s print closer to the cut than cav 05. It is possible that the entire print was shifted to the cross cut position, however without seeing the entirety of the packages, it was not possible to tell with certainty. It is possible there is a flaw with the restart of the web printing process after prolonged packaging process interruptions that contributed to the issue. However, the improper detection set up was likely the cause for the packages not being automatically rejected. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. For prevention: process improvements to mitigate the negative effects of prolonged packaging process interruptions on printing process restart are underway. For detection: current barcode scanner¿s position will be defined, and documents updated to include this as a reference parameter. Current process was verified and confirmed to have proper functioning setup in place.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing label information. This was discovered before use. The following information was provided by the initial reporter: needle blister packaging has expiry date partially missing on the right hand side. Date should read (B)(6)2024 but reads (B)(6) 2024. All lot/expiry data should be fully visible and legible throughout the life of the pack.